Event description:
It was reported that after a successfully a da vinci si adrenalectomy procedure, when the customer attempted to remove the precise bipolar forceps instrument, it got stuck in the cannula. According to the information provided by the customer, after trying the emergency grip release key, the surgeon had to remove the entire robotic arm, including the port and instrument. No injury to the patient occurred. After the instrument was removed, the surgeon discovered that the instrument exhibited a loose wire. Per the customer, the instrument worked perfectly during the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on in-house da vinci robot system and engineering was able to replicate the customer's complaint. The instrument was getting stuck at the cannula due to the pitch cable crimp was sticking out at distal clevis. The instrument passed electrical continuity test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.